Event description:
The patient was seen at the implant center for device eval in 2001. Testing conducted confirmed that device was no longer functioning. Revision surgery took place the following month and the patient was reimplanted with another clarion device.